Event description:
It was reported that a patient experienced suspect peritonitis manifested by cloudy effluent and abdominal pain coincident with peritoneal dialysis therapy. The cause of the event was unknown and it was not specified if the patient required hospitalization. The patient was treated with unspecified antibiotics for the event. At the time of this report, it was unknown if the patient was recovering from the suspected peritonitis. Action taken with therapy was not reported. No additional information is available. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adaptor. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is the same patient as (B)(4).